Event description:
A male pt was receiving cold therapy for an acl repair of the knee when the pt rec'd a cold burn to the skin surface. The clinician had noted prior to the cold treatment application that the pac was abnormally hard. The clinician applied the cold pac to the injury area. The pt completed the 20 minute without complaint. Upon removal of the treatment pac, the clinician noted redness of the skin in the area treatment. The pt did not require medical attention as a result of the redness. The pt contacted the clinic three days later to report that the skin discoloration had cleared up.

Manufacturer narrative:
The device evaluation and any additional findings will be provided upon conclusion of the device eval.